Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised for infection poly was swapped out for one of the same size & thickness. Right.